Event description:
The customer reported the cufflator needs calibration. The customer did not specify when this was discovered. There was no physical or functional issues reported. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation of the returned product found the needle on the dial plate is sitting between the 0 and the 2 cm h20. No readings taken due to the needle position. There was no physical damage found to the unit. Note: instructions for use has a warning statement: the cufflator should be calibrated annually, or if measurements fall outside of a suggested range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).